Event description:
It was reported that the bronchovideoscope exhibited a communication error at the processor, the device is not recognized. The issue was found during preparation for use and before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.